Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Retention samples were inspected with no issues being found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the information provided, the root cause appears to be a sample handling issue.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: it was reported that the tube is not separating properly. Customer stated that no matter how long he spins the tubes with the sample in them, he cannot get the blood to separate. He says it either ends up as a giant clot or a jelly like substance. He is not sure if he is doing something wrong or if there is an issue with the tubes. He wants a call back from the tech team to help him trouble shoot and he also wants to enter a complaint for the issue. The lot number is 9158867. Customer is a student working on his dissertation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter: it was reported that the tube is not separating properly. Customer stated that no matter how long he spins the tubes with the sample in them, he cannot get the blood to separate. He says it either ends up as a giant clot or a jelly like substance. He is not sure if he is doing something wrong or if there is an issue with the tubes. He wants a call back from the tech team to help him trouble shoot and he also wants to enter a complaint for the issue. The lot number is 9158867. Customer is a student working on his dissertation.